Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing poor barrier separation. The following has been provided by the initial reporter: it was reported that the gel in the tubes are not separating properly. Per facility, gel in tube not separating cells.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing poor barrier separation. The following has been provided by the initial reporter: it was reported that the gel in the tubes are not separating properly. Per facility, gel in tube not separating cells.